Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, procedural factors (misjudging initial placement and fair coaxial alignment of the delivery system and valve), in addition to patient factors (elliptical annulus and bulky leaflet calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our (B)(4) affiliate, during the transfemoral tavr procedure, a 26mm sapien xt valve was positioned slightly high, with a final 60:40 aortic/ventricular (a/v)position, resulting in severe paravalvular leak (pvl). A second valve was deployed with a final 60:40 v/a position, correcting the pvl. Following the procedure, the patient was in stable condition. The valve was placed 60:40 a/v intentionally. The coaxial alignment of the delivery system and valve was reported to be fair. The image intensifier angle was reported to be good. The patient¿s native annulus measurement was 30mm x 21.5mm by CT with moderate annular calcification, moderate bulky leaflet calcification and mild aortic root calcification.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2014-02242.